Event description:
I've own/purchased the dexcom sts continuous glucose monitor for about 6 months now. This device has too many problems as stated below: 1. Device will not re-calibrate when there is a big difference in its readings at that of the bg device. I've had differences as high as 180 in values. The device should either re-calibrate or give a "x" to show out of calibration. 2. Numerous fly-away screens. Since having this device I had it complete a total of 2 - 72 hours cycles. Out of the other 20 times, I get a fly-away screen before it ever completes a whole 72 hour cycle of use. 3. Wide readings... The sts will jump all over the place sometime. It will show a reading of let's say 223 and then on the next reading it will show 87 and then on the next go back up as high as 340 and then it will just fly away and disconnect. Dexcom has agreed to refund my money, but I've been waiting over 2 months to hear back from them. They of course don't want to refund it, though they say they will. I'm out money already on a device that doesn't work properly or as it should. The device needs to get pulled till they can get it to function correctly.